Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced their sensor stopped working at 2:27 am, then restarted at 4:00 am, and stopped again at 5:57 am. No additional patient or event information is available.